Event description:
On 2025-dec-02 additional information was received from a healthcare professional. They reported that the patient did experience retention prior to the device and it had not worsened as a result of the device/therapy. It was unknown if the patient used a catheter prior to the device. The steps taken were "cic until more ambulatory. Interstim off for now." The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient stopped using the ins because they were having urinary retention and now they used a foley catheter continuously. The caller mentioned that the patient went to their healthcare provider (hcp) last year to get the ins adjusted, but the hcp told the patient there was no point in using the ins because they had a foley catheter. The ins was currently "completely dead." The caller then reported that the patient lost all of their external equipment. Agent reviewed process for replacing lost equipment, and that [manufacturer] could not guarantee when the patient would receive a replacement handset and communicator from sunmed. The caller mentioned that the patient has an appointment with their managing hcp's nurse practitioner next week.